Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply stopped activating and releasing thermal energy. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply stopped activating and releasing thermal energy. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.